Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt noted they had a problem with the wires for it was pulling in their back and no one will touch them. After surgery (presumed removal of ins on (B)(6) 2015) pt kept having a stroke that lead to seizures. Pt had over 20 that were life or death. Pt did not know how many mini stokes they had. The pt had surgery on (B)(6) 2015 and kept wires and took battery out. On (B)(6) had surgery wednesday had daily surgery. On (B)(6) 2015, pt was having daily seizures. Pt went to have surgery and the nurse practitioner said since wires weren't taken out to not come back to office. All the wires were pulling across the back, back of head everything hurt and pt felt like they were electrocuted on the right side. The pain shot from pt back to front to head. The primary care doctor called neurologist and said nothing they could do for they didn't put in or know nothing about ins. The pts primary care doctor put wires on brain test for a whole week. Pt had been paralyze in legs from this. Pts doctor said there was nothing they can do for them. Pt said no one will touch the pt. Pt said if they turned their stim off 3 years before issue they would not be stuck and could not go anywhere.